Manufacturer narrative:
The device remains in use and was not available for evaluation. The report of pump stop events can be confirmed by the evaluation of the submitted log file. The submitted system controller log file showed 2 pump stoppages, lasting 4 seconds in length, followed by the system resuming operation at the set speed. No further atypical events occurred before or after the events. The pump stop events in the log file are consistent with electrostatic discharge (esd) events. Review of the submitted lvad event log file confirmed software reset events occurred around the same time as the pump stoppages on the system controller event log file. Also noted in the lvad event log file, was that the the lvad monitor current (isys) value was locked at 10ma for the duration of the log file. The lvad periodic log file also captured the lvad monitor current (isys) value locking at 10ma starting on (B)(6) 2018 07:16:23 and remaining locked for the duration of the log file. The loss of the current measurement did not affect pump function. The heartmate 3 lvas instructions for use (IFU) and patient handbook provides information regarding an electrostatic discharge and warns to avoid activities that could create static electricity. A review of the device history records revealed the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ~ 1 years and 7 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. During a regular check of the patient in the hospital, log files were retrieved. Log files showed two electrostatic discharge (esd) events in the event log (on the (B)(6) 2018). The periodic log showed a power increase starting on the (B)(6) 2018 from 4 - 5w. The periodic lvad log file showed a decrease in lvad monitor power until almost zero on the (B)(6) 2018, a flat line is seen, which indicates a current sense damage. Actions performed: a us engineer observed the log file and informed me about the current sense damage and the power increase related to this. Log file is included in the pec. No alarms were observed for the event. No further information was provided.